Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg)implant procedure, at first attempt to deflect the delivery system, the physician noticed that the curve was not normal, the shape was unusual. The ipg delivery system had some difficulty to cross the tricuspid valve. Once the ipg delivery system was in the rv, physician attempted several times to reach a position perpendicular to the septum, but the ipg delivery system was not stable with the deflection curve approximately a 90 degrees angle. The leadless ipg was deployed five times, however the device was unstable, loss of capture, and two tines engaged. The leadless ipg was removed for evaluation, and physician noted the delivery system deflection was not normal, in the distal portion there was a sort of narrowing near the capsule of the leadless ipg. A different leadless ipg was advanced, with approximately four positions attempted however thresholds were high. The leadless ipg was re-positioned in apical with good electrical parameters, two tines engaged and no loss of capture during pull and hold test. During attempt to remove the delivery system tether, slight tension was encountered. The physician pulled tether, and the leadless ipg exhibited intermittent capture and threshold rise. As the patient breathed deeply, the leadless ipg exhibited loss of capture. The leadless ipg was recaptured using a 20 millimeter snare. The procedure was terminated. The patient to be implanted with a standard pacemaker later. No patient complications have been reported as a result of this event.